Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to the ipg migrating making it difficult to charge. Nothing was explanted or implanted. The patient is reportedly doing well following pocket revision.